Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to manufacture report 304209178-2015-95489.

Event description:
It was reported that the insulin pump alarmed no delivery, low battery and low reservoir. Customer declined to do troubleshooting due to she was more concern on issue downloading the insulin pump. Customer mentioned that patient was hospitalized. No further information provided.